Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 20 mg/dl. The customer was treated with intravenous at the hospital. The customer was using the insulin pump within 48 hours of low blood glucose event. Based on customer report customer did allege insulin pump was over delivering. Customer was passed out on the lawn. Insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.